Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations indicate there is a broken piece of the cartridge at the proximal end of the reload, which confirms the reported complaint. One of the "shark fin" walls is broken off. A broken fragment measuring roughly .090" x .035" was returned with the reload. The color, size and shape of the fragment match the missing piece of the cartridge shark fin feature. Since the location of the breakage is at the proximal end of the reload, it is possible the cartridge may have become damaged during installation of the reload into the mating channel on the instrument. Prior occurrences of cartridge breakage at this shark fin location have been associated with an unlatched reload cover; however, this reload has both sides latched at the proximal end. The reload appears to have been properly assembled and does not exhibit obvious defects that would contribute to cartridge breakage. The anvil has two rectangular features at the proximal end that help to center the shark fin during installation. Internal testing with a new reload was able to recreate similar shark fin damage during reload installation into instrument jaws. It is difficult, but not impossible for the shark fin wall to get damaged by the proximal anvil feature if the reload is installed while slightly twisted and/or not centered in the channel. Potential cause of reload damage may be related to excessive force during installation of reload. Based on the information provided at this time, this complaint is being reported because: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the green reload broke off. No patient harm was reported to occur. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: while removing an instrument, it was noted that there was a green fragment inside the patient. The surgeon grabbed the fragment using one of the instruments and the assistant removed the fragment with another instrument. No post-operative tests were performed to check for remaining fragments. The surgeon visually inspected the surgical field using the camera and no remaining fragments were found in the camera's field of vision. Both the stapler and reload were inspected prior to use. No injury occurred to the patient. The procedure was completed with no reported injury.